Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the insulation separated from the hemopro's jaw, but did not detach from the device. The issue was noticed when the physician's assistant had completed three-quarters of the procedure. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).